Manufacturer narrative:
The attachment was received at the manufacturer for service. During the eval the device failed a heat test. Based on the investigation details, the likely cause was corrosion in the head of the device. The attachment was scrapped.

Event description:
The attachment was returned to the manufacturer for service, and during the eval it was found that the device failed a heat test. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported.